Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one groshong catheter segment was returned. The port body was not returned. A microscopic evaluation was performed. While the port body was not returned for full evaluation, the return catheter segment is noted to be broken. The broken edge is noted with slight rounding and polishing commonly seen with material wear. An overall elliptical shape was noted to the fracture cross section. Slight material discoloration is noted on the catheter, proximal to the break. Based on the available sample information, the investigation is confirmed for catheter break, specifically due to flexural fatigue. While flexural fatigue is evident, a definitive root cause could not be determined based upon available information. It is possible that patient factor contributed to the observed condition and reported event. However, it is unknown whether procedural factors also contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiration date: 02/2012).

Event description:
It was reported that ultrasound finding indicated catheter migration to the inferior vena cava. The device was removed and distal fragments were removed in two procedures. There were no complications post removal procedure. The current patient status was not provided.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that ultrasound finding indicated catheter migration to the inferior vena cava. The device was removed and distal fragments were removed into two procedures. There were no complications post removal procedure. There was no reported patient injury.